Event description:
It was reported that a malfunction alarm with code malf 0 occurred on pump and there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy.